Event description:
Per oos, this system was removed due to erosion and physician chose to upgrade to a cylos dr at that time. Also removed was: philos ii dr, MDR 1028232-2007-00430, st jude tendril sdx.